Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. However, the insulin pump had alarmed with a motor sensor failure and a motor position encoder error. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk. Unable to perform the a21 error test, prime test, excessive no delivery test and occlusion test due to motor error. The insulin pump was received with normal operating current. Pump passed self-test. The insulin pump passed the displacement test. The insulin pump passed off no power test. Unable to verify a35 alarms due to motor error alarms. Unable to verify e70 alarm in the alarm history due to history file overwritten with a47 alarms due to a corrupted history file. However, the motor was tested outside of the device and passed. The insulin pump had minor scratched lcd window, cracked belt clip slot and cracked reservoir tube lip.